Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information provided: there is a high possibility that the harmonic device touched to the tip of the trocar and melted. There was no change in procedure (e.g., additional port hole, additional incisions, etc.) Due to this event so far, the patient is stable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: are there any plans for the healthcare professional to attempt to retrieve the piece? Was the patient¿s post-op care altered in any way due to the retained foreign matter?

Event description:
It was reported that during a laparoscopic procedure on the colon, it was found that the tip of the trocar was cracked at the latter part of the operation. The broken piece was not found. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2022. Investigation summary: the product along with a photo was returned to ethicon endo surgery for evaluation. During the visual analysis of the photo, the following was observed: the photos show a broken sleeve at the tip outside of its original packaging. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2h12lp device was received with the tip of the sleeve broken and the piece was not returned. In addition, the tyvek was returned. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2022. Additional information was requested and the following was obtained: are there any plans for the healthcare professional to attempt to retrieve the piece? The surgeon attempted to find the broken piece, but it was not found. No further information will be available. Was the patient¿s post-op care altered in any way due to the retained foreign matter? No further information will be provided."